Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid superficial femoral artery using a crossover access. During stent deployment, the distal tip of the catheter caught the stent. The system was pulled back and the distal catheter tip pulled on the stent, which was extended over the length of the lesion (the proximal end coming into the left femoral artery). The distal catheter tip was able to be removed from the patient. The stent is left implanted. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch report, new information received states that the stent elongated during the cross-over and was released. The separated distal tip of the catheter was able to be removed successfully, via snare at the puncture site. The patient final outcome is good. No additional information was provided.